Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a scheduled device change with the previously capped lead eroded through the skin. The physician explanted the pacemaker, the chronic right atrial (ra) and right ventricular (rv) leads due to infection and replaced with a leadless pacemaker. Both of the previously capped ra and rv leads in 2018 and 2022 remained capped in the patient's body. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.